Manufacturer narrative:
The specimens were collected in 5cc vacutainer tubes. They were stored at room temperature and sampled within 2 hours of collection. The controls were run before and after the event; all controls results were acceptable. The unit is currently performing within qc specification with respect to controls and reproducibility. The applications specialist recommended to the customer to check the plt count with an alternate method plt count to ensure it is within limits. Service was not dispatched for this event. Beckman coulter recommends avoiding the use of one type of message or output to summarize results or patient conditions. There may be situations where the presence of a rare event may fail to trigger a suspect message.

Event description:
A customer contacted beckman coulter inc. (Bec) stating that the unicel dxh 800 coulter cellular analysis system generated a falsely low platelet value for one (1) patient with no flags generated. The erroneous result was reported out of the laboratory. The physician questioned the discrepancy between the instrument count and the manual platelet result. The manual smear showed large platelets documented. There was no death, injury or affect to patient treatment.